Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported on (B)(6) 2017 that she felt the ins shifted up toward her ribs. Palpation noted ins cephalad migration. There was a device diagnosis of ins migration and a clinical diagnosis of pain to the upper abdominal area with bending. The event was related to the device or therapy, and was not related to the implant procedure. The ins was revised (repositioned) on (B)(6) 2017. During the surgery, it was observed that there were two broken sutures that were anchoring the ins. There was cephalad ins migration noted due to two broken sutures anchoring the ins. This caused impingement on the right costal margin. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.